Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be confirmed

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown on multiple occasions. Customer's blood glucose level was not impacted. Troubleshooting was unable to be performed as customer did not call in at the time of the reported issue. No further information on the reported issue was provided.